Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had an absence of no delivery alarm. The customer's mother stated that the blood glucose reading was 120 mg/dl, then rose to 300 mg/dl. She noted that the customer had not eaten, and the blood glucose reading rose to 315 mg/dl. She said a correction was performed with the insulin pump, but the blood glucose had risen to 450 mg/dl by nighttime. She treated the customer with a manual injection, since she stated the insulin pump should have given 1.5 units of insulin but had not lowered the blood glucose level. Upon troubleshooting, no unusual issues were observed, but the customer's mother stated that she would feel more comfortable getting the device replaced. Advised that the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. A minor scratched lcd window was observed.